Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6), full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had autofill error. There was no patient involved.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had auto fill error. There was no patient involvement and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and diagnostics of the pump for counterpulsation. As a result of diagnostics, it was found that the vac filter needed to be replaced due to its contamination. The vac filter was replaced with a new one. Drive regulator calibration was performed. Service and functional tests were performed. The pump is functional. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿vac filter¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.